Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2017. (B)(6). Uf / importer report: medwatch number (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not flow during priming. The ¿fluid was not flowing out of the drip chamber¿. There was no patient involvement. No additional information is available.